Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the tears results from the clip which was ejected from the applier because the surgeon confirmed that the applier was correctly placed and it was "the collateral vessel which was sectioned by the clip" when he talked me about the adverse event occurred on the graft. Then, when the clips were ejected (this event occurred with several clips (probably between one and three, no more) they made tears on arterioles which should be clipped and one of these ejected clips sectioned the graft. At this moment, the surgeon stopped using the device and controlled the adverse event on the graft. Then the device was tested out of the patient and the surgeon noticed that all the clips released were ejected from the applier. He stopped test it in order to have again some clips into the applier for analysis. Further information was provided by the surgeon: the arteriole's tears was controlled by ligature and not with another clip. When the clip was ejected, it sectioned the internal thoracic artery in its proximal part (this event occurred at the end of the sampling of this graft), then it occurred a haematoma into the graft which needed to be drained. Finally the surgeon could use the graft (internal thoracic artery) for the aortocoronary bypass but with many difficulties. Graft permeability was correct but the shelf life of this graft will be probably shorter than previous.

Manufacturer narrative:
(B)(4). Cartridge cover. The following information was provided: when the surgeon was contacted, he confirmed us that the patient was well and that there was no postoperative consequence for the patient (the procedure was performed in (B)(6)) we asked him question about the patient (age, sex) and he answered us that he did not remember this details. The analysis found that the device was received with the cartridge cover out of its intended position. Further evaluation; found that due to the condition of the cartridge cover the last clip lose its position causing that the clips could not be fed into the jaws. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is possible the device was dropped and the jaws hit against a hard object causing the cartridge cover to lose its intended position. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition. In an attempt to replicate the event reported the device was functionally evaluated. Upon firing of the device, the clips were fed and properly formed according to our manufacturing specifications. No conclusion could be reached as to what may have caused the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a coronary artery bypass procedure, there were spitting clips. The device was ejecting the clips instead of placing them properly on the vessels. Tears occurred on concerning vessels (arterioles). Another like device was used (no important bleeding). A big adverse event occurred on the internal thoracic artery which should be used for the aortocoronary bypass.